Event description:
Programming data was decoded and reviewed and showed the battery voltage had decreased to 2.752 v, which triggered the 25% battery indicator flag. Product analysis (pa) for the returned generator was completed. The reported allegation of a premature end of life condition was duplicated in the pa lab. Both interrogation and system diagnostic tests were performed resulting in good diagnostics with an ifi = no (intensified follow-up indicator) condition. The voltage calculation was above the ifi = yes threshold. The device underwent simulated body temperature testing and electrical evaluation. The generator performed according to functional specifications. The generator was then set to the ¿as received¿ parameters, with a 4000 ohms load, to find if an ifi condition would occur. Approximately after 4 days, an ifi condition was observed. Electrical testing was performed again and showed the generator performed according to functional specifications. The data within the ¿diagaccumconsumed¿ memory revealed that only 38.280% of the battery had been consumed. It was determined through testing that residual material on the pcba edge after the ¿test tab¿ removal manufacturing process resulted in increased current consumption (out of specification) for both standby and pulsing models of operation, and may have been the contributing factor for the reported allegation of premature end of life.

Event description:
The programming history database was reviewed again as additional information was available. No anomalies were noted. The last diagnostics were within normal limits indicating the device was still providing therapy as intended.

Event description:
Information was received indicating that the patient was having her generator replaced in (B)(6) 2017. During surgery, it was noted that the patient's generator was a laser routed generator which was implanted in (B)(6) in 2015. The patient's generator was indicating that 25% of the battery was remaining on the generator. The treating physician thought that the patient's generator depleted faster than anticipated. An internal decoder form the date of implant though the latter part of (B)(6) 2015 was reviewed. It was noted that as of the latter part of (B)(6) 2015 only 1.26% of the battery capacity had been consumed. Diagnostics at this time were with in normal limits. The explanted generator has been received and is undergoing product analysis. No additional relevant information has been received to date.